Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had motor error. Customer¿s blood glucose level was 12.9 mmol/l .customer stated that insulin pump had cosmetic damage and it shows unexpected battery power loss alarmed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected low battery alarm, replace battery alert, replace battery now alarm, battery power loss alarm or an error in the motor was detected by reading unexpected value from hall sensor alarm noted during testing. Unit was received with cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, missing display window cover, cracked select button keypad overlay and damaged keypad overlay texture. (B)(4).